Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Slow leak from tissue expander noted after a long interval from prior fills. Leak found at fill port.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The device was not returned for investigation and no photos were provided capturing the fill port site. The complaint could not be confirmed. A batch record review was performed which found that all operations were completed per the accepted procedures. Proper equipment settings for curing were used, the presses and ovens were calibrated, and assembly bond inspections passed. Additionally, all devices passed leak testing. No unusual observations were found. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.